Event description:
It was reported that during a t2f retrograde procedure, the drill bit broke. It was also reported that a second drill bit broke during the same procedure and there were no adverse consequences as a result of this event. It was further reported that another drill bit was readily available and the procedure was completed successfully.

Manufacturer narrative:
The 2 drill bits subject to this investigation was returned to the MFR for eval, it was visually confirmed that both drill bits were broken at the tip of the bits. Mfg records were reviewed, no issues were identified which may have contributed to this event. The returned drill bits were measured where possible and all critical specifications were met. The root cause is undetermined.